Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient received an alert for non-sustained rv oversensing due to far-p oversensing. Suggested programming changes were not made. Physician elected to follow the patient through remote monitoring. Patient is doing fine.